Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service engineer performed a visual inspection of the analyzer and verified adjustments, but found no issues. He performed ise checks, a comparison of five random serum samples, and precision testing which were all acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium results from the cobas 8000 cobas ise module (double). One example was provided. The initial result was 128 mmol/l and the repeat result was 134 mmol/l. The questionable result was not reported outside of the laboratory. The repeat result was believed to be correct.

Manufacturer narrative:
The field service engineer found pitting and wear marks at the bottom of the dilution vessel. He removed and replaced the dilution vessel and printed circuit board (pcb). The customer verified calibration and qc. The investigation determined the service actions resolved the issue.